Manufacturer narrative:
Correction- b1, h1: upon return of device, the tip was bunched and not frayed as originally reported. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an unknown procedure a flexor ansel guiding sheath tip frayed and deformed. The device was inserted via the femoral artery, during which resistance was noted. The user stopped using the device and found the tip damage. Another same type device was used to continue the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available.